Event description:
Contact reported that a charite disc displaced and migrated anteriorly. A revision was performed to remove the disc and fuse the pt. As surgical intervention occurred an MDR is being filed to document this event.